Event description:
The customer reported that after a few seals with the device, the jaws would not open. Another ligasure device was opened and used to seal the remaining tissue in the jaws. The device was removed from the field with no further issues. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.